Event description:
It was reported by the patient that he did not feel right. The patient felt their blood pressure was low and their heart rate did not feel right. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.